Event description:
Information received by medtronic indicated that the water got into the insulin pump. Customer went swimming. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
Retainer = clear the pump was received with a blank display due to water inside of the pump causing heavy corrosion on the electronic assembly (pcba 1 and pcb 2). Corrosion and rust are also found on the motor and force sensor. Dried the electronic assembly off and cleaned with isopropyl alcohol with no effect. Corrosion is still present on the electronic assembly after cleaning. A test pcba 1 and then a test pcba 2 were swapped out and blank display persist. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or download trace/history files using thus due to blank display. The pump was also received with moisture damage on the inside of the battery tube, scratched case, cracked select button keypad overlay, stained keypad overlay, and pillowing keypad overlay. (B)(4).